Event description:
Based on the perception selected in the case, a patient experienced inaccurate high results with a one touch profile meter. Based on the notes the patient's blood glucose result was 155mg/dl on patient's meter and 219mg/dl for the lab tests. Tests were done a few minutes apart with a difference of 21% if the meter was reading low than lab(155) and 58% if the meter was the 219 result. Patient did not experience any adverse events. The doctor added an oral diabetic medication to patient's insulin regime. No further information has been reported.